Event description:
We make a presentation during an exhibition, these two new rs-17 probes shaft frosting and freezed.

Manufacturer narrative:
Device not returned for evaluation. Device history record review did not reveal any issues.